Manufacturer narrative:
Other, other text: device evaluation: received two samples, the returned samples were received inside a plastic bag which it is not its original packaging. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. The sample returned was tested using the hydrostatic vessel. No leaks were found fleeing from the sample, thus the failure mode reported is not confirmed. Other analysis was not required. No mitigation apply since complaint was not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked chemo on the pump. They sent home a self-contained bag so the patient was not affected. No patient injury reported.